Manufacturer narrative:
Sections with additional information as of 31-jan-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications.

Event description:
Consumer reported complaint for missing safety seal. Customer stated that the box had been sealed when received from the pharmacy, but that the plastic safety seal was missing from the 50 count vial of test strips. Customer did not perform any tests using test strips from the vial. The test strip lot manufacturer¿s expiration date is 10/31/2023; product storage and open vial date were not disclosed. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Complaint was forwarded to packaging based on complaint's description for investigations. Internal evaluation was completed and no abnormalities were observed. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.